Manufacturer narrative:
An event of hemorrhage/blood loss/bleeding and low blood pressure/ hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during the procedure, the patient had a low cardiac output, was hypotensive, intubated, required cardiopulmonary resuscitation (CPR) and adrenalin infusion. The device was successfully implant. Heparin was administered with the patient's activated clotting time (act) levels of 250 seconds. Post procedure, the patient was extubated in the cath lab and taken to ICU. The treating physician reported that the patient was recovering well, alert and oriented. It was mentioned that the bleeding in his mouth was potentially due to anesthetics. Based of the information reviewed, a root cause for the reported hypotension could not be conclusively determined. The reported bleeding appears to be related to procedural conditions (due to anesthetics during intubation). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. During the procedure, the patient had a low cardiac output, was hypotensive, intubated, required cardiopulmonary resuscitation (CPR) and adrenalin infusion. The device was successfully implant. Heparin was administered with the patient's activated clotting time (act) levels of 250 seconds. Post procedure, the patient was extubated in the cath lab and taken to ICU. The treating physician reported that the patient was recovering well, alert and oriented. He mentioned that the bleeding in his mouth was potentially due to anesthetics. The patient is stable.